Event description:
On may 17, 2022, the reporter emailed that he/she purchased four of the kits from (B)(6). It is explained below. Unfortunately they did not work. He/she tested this kit yesterday hoping to test negative after having covid for the past 12 days. He/she tested negative. The reporter started to wonder about the validity of the test so tested again using another brand, but it was still positive. When checking with amazon the unused tests are not refundable. So he/she is requested by email that a refund is sent to him/her asap as our product was defective. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any further information to investigate the false results based on pcr test results to confirm that the results are false with the consent of the reporter. Celltrion service center staff followed up case MDR# (B)(4). Claiming false negative results. The q&a is as follows. Would you consent for follow up regarding the negative result? (Yes/no): yes. But as of today I am on day 16. When I took it 3 days ago I was checking to see if I was still positive. Lot number of the test : covsa1006nc. Expiration date of the test : 12.02.2022. Date of use of the test (B)(6) 2022? : yes.